Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ reporter contacted lifescan (lfs) alleging a onetouch ultra2 meter was having an unknown issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at an unknown time. The reporter stated the patient uses self adjusting insulin to manage his diabetes. The reporter stated the patient did not make any changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient felt ¿sweaty¿ on the same day and again 3 months later. The reporter stated the patient did not have any treatment in response to his symptoms. The cca was unable to resolve the alleged issue with troubleshooting. This complaint is being reported because the reporter claims due to the alleged issue the patient developed symptoms suggestive of hypoglycemia.